Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread came loose from the needle and also broke at the knot. The surgical team cannot remember the procedure, but the patient was male and of normal weight. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding needle detachment defect closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test on all closed samples received, we have noticed that in 55 of the samples, the thread broke easily next to the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. On the other hand, we have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.29 kgf in average and 2.00 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to these issues and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: detachment of the needle could be caused by too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Regarding thread breakage defect, it has not been possible to determine the root cause because the closed samples received comply the european pharmacopoeia and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications regarding needle detachment defect, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.